Event description:
The customer reported that the system is not priming. There was no patient injury reported, but three scheduled cases were postponed for seven days.

Manufacturer narrative:
There is no sample that has been returned, therefore steps could not be taken to replicate or confirm the customer reported issue and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional reports for this system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 08/26/2008.